Event description:
Device explanted due to eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 52 charging cycles was documented. The device was implanted for 137 months. The amount of charge taken from the battery was verified and found to be normal and as expected. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. During the analysis of the available iegms noise was observed in the right ventricular as well as in the far field channel, leading to six charging cycles that resulted in two shock deliveries. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the ICD was fully functional. The battery status eos was anticipated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.